Event description:
It was reported that during a lap live donor nephrectomy, the cartridge disengaged from the device three times or two different staplers. No pt consequence. Case completed with another device of the same product code.